Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic surgery with the subject device, the remote switch no.2 of the subject device worked even though the user did not operate it. The user completed the procedure by using the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed the subject device and found that moving the universal cord of the subject device, the reported phenomenon was duplicated. As a result of disassembling of the subject device, the remote switch no.2 cable sheath was damaged and was short-circuited. After repairing the short circuit, the remote switch no.2 worked normally. The exact cause of the damage to the remote switch no.2 cable sheath could not be conclusively determined. Omsc surmised that the remote switch no.2 cable sheath was damaged since unexpected stress such as excessive twisting and bending was applied to the universal cord of the subject device.